Manufacturer narrative:
Continuation from d10: cryo-unknown balloon catheter; 4fc12 sheath this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/63 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: real-world evidence demonstrates an appropriate atrial fibrillation population for hybrid convergent approach versus stand-alone cryoballoon ablation: a long-term safety and efficacy study. Journal of cardiovascular electrophysiology 2024;35:1624¿1632. Doi: 10.1111/jce.16327. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a hybrid convergent approach verses a stand-alone cryo balloon ablation approach. The authors described two patients in the cryo balloon pulmonary vein isolation group who had transient phrenic nerve palsy (pnp), two patients in the hybrid group that had significant bleeding requiring greater that two units of packed red blood cells, and one patient in the hybrid group with mediastinitis/deep sternal wound infection. The status of the balloon catheters, mapping catheters, and sheaths are unknown. No additional adverse patient effects were reported.